Event description:
The hosp reported that during a coronary artery bypass procedure, when the heartstring iii aortic cutter was used, the punch did not retract back. No tissue was captured in the punch. The procedure was completed with the same unit. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no non-conformities with the unit. The button and safety lock were depressed. The cutter had been actuated and the cutter and needle were extended. The device was very bloody. Further investigation cannot be performed as the cutter had already been actuated. The reported complaint could not be confirmed or denied. (B)(4).